Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed inappropriate anti-tachycardia pacing due to supraventricular tachycardia episode and functional undersensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were performed. There were no patient consequences.

Event description:
New information received indicates recurring issue of inappropriate anti-tachycardia pacing due to supraventricular tachycardia episode. Programming changes were discussed, but no changes or interventions were reported. The patient was stable throughout.